Manufacturer narrative:
The customer returned the device for evaluation. The customer¿s allegation of leaking switch box was identified between the knobs. Additionally, foreign objects were found within the air/water tube. The following findings were also identified, and are as follows: due to a crack on the scope body (s-body), due to a crack on the up/down knob, water tightness was lost, due to a crack on the right/left knob (r/l knob), water tightness was lost, the scope cover (s-cover) had a crack, the air/water- cylinder (a/w-cylinder) had foreign objects, the suction cylinder (s-cylinder) had discoloration, the stopper was replaced as a part of preventative maintenance, the base plate had corrosion due to water leakage, the label on the suction connector (s-connector) was peeled, the plug unit had a scratch, due to damage on the connecting tube, insulation resistance value did not meet the standard value, the air/water tube had foreign objects, the plastic distal end had a scratch, adhesive around the objective lens had a chip, the connecting tube had a wrinkle, the universal cord had a scratch, and the universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope experienced a leaking switch box. The event occurred during reprocessing. There was no patient involvement associated with the event. During testing and inspection of the returned device, it was discovered that the air/water (a/w) tube had foreign objects. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing of the device that was not completed due to an occurrence of water leakage from the body [designated as the "s-body"), ud (up/down) angulation control knob, and rl (right/left) angulation control knob which led to remained foreign material in a/w (air/water) channel. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.